Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a traumatic aortic tear. The next day, it was discovered that the device had collapsed. The same day, a second gore tag thoracic endoprosthesis and a palmaz balloon-expandable stent were implanted to repair the collapsed device. During the procedure, the pt developed a dissection of the ascending aorta and the physician performed an aortic root replacement requiring circulatory arrest. The pt tolerated the procedure.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the manufacturing paperwork is being conducted. Please note: a second gore tag thoracic endoprosthesis was implanted (tg3410/lot#04347560).